Event description:
It¿s reported that the post op x ray noticed two caudal aviator screws of a 2 level plate had partially backed out. During removal of screws the surgeon noticed fragments on one of the wings of the plate and removed both screws and the fragments. The surgical staff visually confirmed that the secondary locking mechanism was still properly positioned.

Manufacturer narrative:
Method: device history review; results: manufacturing files could not be reviewed because no lot number was provided and no part was returned for visual examination. According to the stryker rep, the patient had large dogs jumping in the face. This is a potential situation for the head to be turned beyond the limits of the implanted device as identified in the IFU. Conclusion: the cause is patient non-compliance with the limitations of spinal implants.

Event description:
It's reported that the post op x ray noticed two caudal aviator screws of a 2 level plate had partially backed out. During removal of screws the surgeon noticed fragments on one of the wings of the plate and removed both screws and the fragments. The surgical staff visually confirmed that the secondary locking mechanism was still properly positioned.